Manufacturer narrative:
Additional information was received that no further information could be obtained at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. There was redness noted around the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. There was redness noted around the ipg site. The patient will undergo an explant procedure.